Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine device check. It was noted that the right ventricular lead exhibited noise which resulted in pacing inhibition. The noise could be reproduced with left arm movement. The lead also exhibited high thresholds. No intervention was performed at this time. The patient was in stable condition and would be monitored.